Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service/repair, a visual and functional assessment was performed which determined that the device had low power ¿ failed initial rotational speed assessment. It was further determined that there was a hole in the hose near the muffler area and the vanes were worn. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had low power. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.